Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot revealed there is no indication of a potential lot specific product quality issue. The investigation determined that the reported issue regarding material rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified de novo proximal right coronary artery (prca) that is 90% stenosed. A 5.0x15mm nc trek was advanced and once at the lesion was inflated to 6 atmosphere (atm) when it ruptured at the second inflation. Another non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay.